Manufacturer narrative:
A philips field service engineer (fse) visited the customer site and conducted troubleshooting and diagnostics. The fse replaced the therapy capacitor. Subsequent testing confirmed that everything was functioning properly. The device was returned to use, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heart start mrx device indicating that the defibrillation test failed. There was no patient involvement.